Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a defective white blood cell, wbc, bath chamber. He replaced the wbc bath which fixed the wbc failures. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported white blood cell, wbc, failing controls from a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.